Manufacturer narrative:
Concomitant medical product: fr99525 tissue valve, implanted: (B)(6) 2002; addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, oversensing, polarity switch and noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.